Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the broken top jaw being returned with the device? Or, was the broken top jaw discarded? The broken jaw was retrieved by the surgeon and saved.

Event description:
It was reported that during a laparoscopic recto-sigmoid colectomy procedure, the surgeon was using articulating enseal extensively throughout a very difficult case. The surgeon went to close jaws on tissue but it would not close. Removed device and inspected jaws with fingers; the top (mobile) part of jaw came off in his hands. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.